Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 2 of 6. The technical service representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp close the transfer set and all of the clamps. The tsr had the hp cycle the power and the hc alarmed system error 2367. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting, and no patient extension lines were in use. The patient line had not separated from the transfer set. The patient had not initiated therapy prior to connecting. A dummy tummy was not in use. The supplies were not damaged by an outlet port clamp or an assist device. The hp stated that she had disconnected during dwell but had not capped the patient line, and had connected herself back up when the hc alarmed. The tsr explained to the hp that she must put flexi cap on the patient line when disconnecting, and that if the hc alarmed with a system error 2240, she must not connect back up to the set up. The tsr had the hp cycle the power again to get to "press go to start". The hp would start over with new supplies. The hc was operational. Proper procedures were reviewed with the hp. There were no samples available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was use error patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This issue is being investigated through CAPA.